Manufacturer narrative:
One unit was returned for investigation. The device was turned on and tested and the issue was confirmed. After changing the settings to the correct device settings, the issue was resolved. Root cause was traced to the user. DHR review not done due to issue being traced to user.

Manufacturer narrative:
One unit was returned for investigation. The device was turned on and tested and the issue was confirmed. After changing the settings to the correct device settings, the issue was resolved. Root cause was traced to the user. DHR review not done due to issue being traced to user.

Event description:
It was reported that occlusion was suspected. The issue was discovered during inspection with no patient involved.